Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had inflation/ deflation issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two samples were received for evaluation. All tasks associated with this complaint are complete. The reported condition was not confirmed. The device history records(DHR) review shows the product was released to specification. The investigation did not find cuff had inflation/ deflation issue (leak or occlude) also the actual samples had used by visually. Therefore, the reported condition is not related to manufacturing process. So, the root cause and corrective action is not required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.